Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The patient experienced an opening of the device pocket and the physician noted infection. No further patient complications have been reported as a result of this event.